Event description:
After a routine follow-up, the patient reported a "burst" in the apex of the heart and presented to the emergency room. The patient's intrinsic rate was in the 30's. Ecgs revealed atrial pacing with intermittent non-capture. Monitoring will continue.